Event description:
As reported by bsc representative: "after post stent, the guidewire exit port of this product contacted the radius stent and perforation occurred when the device was being retracted. As a reminder, two stents were implanted prior to incident. (S670 3.5 at #6. Radius 3.0 at #7) additional surgical operation (CABG) was performed. The patient's condition is good at the moment."